Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation it was noted that the pacemaker was in backup mode. Programming changes were made. No patient consequences reported.